Manufacturer narrative:
Results = are based upon user facility info & returned sample eval; it is based on reserve sample eval. Conclusions - is based upon user facility info & returned sample eval; it is based on reserve sample eval. Examination of 2 returned samples confirmed damage on the syringe barrel. Eval of retention samples from the reported lot, a previous and a subsequent lot did not reveal any defects or abnormalities. A review of the complaint files confirmed one previous report for this type of issue in the last 2-years. Based upon the available info, the barrel damage appears to have been related to an isolated product jam in the assembly machine that affected a small number of syringes. Adjustments have been implemented to minimize the potential for recurrence. In addition, operators have been informed of this report to heighten their awareness. All available info has been placed on file in qa for appropriate tracking, trending and follow up.

Event description:
Per the attached user facility voluntary medwatch report, "20 ml syringes have a melted section in the upper portion of syringe that causes the rubber stopper to loose its seal. This has caused leakage back down the plunger. We have had 3 know instances of this problem and lost drug. With careful inspection, we have found other syringes with this problem." Follow-up communication confirmed that there was no pt involvement or impact related to the reported leakage. Unfortunately, the user facility was not familiar with the requirement and had not assigned a number to their report.